Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 16-dec-2025, a sales representative reported via email that during a procedure involving the ar-1788j-cp internalbrace implant system, the tip of the cannulated drill broke, resulting in fragments of the drill bit embedded in the patient's bone. The surgeon was able to extract the broken pieces and continued the procedure without complication. This was discovered during a procedure on (B)(6) 2025, with no reported patient harm. Additional information was received on 23-dec-2025: this occurred during a spring ligament procedure during the drilling stage before implant insertion. The bone quality was assessed as hard. The case was completed using a replacement ar-1788j-cp internalbrace implant system. The case was delayed two minutes, and no additional anesthesia was administered. No adverse effects were reported.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is user error, including misaligned insertion, and/or prying or levering the device during insertion, which led to the device breaking. The complaint allegation was not confirmed. No evidence of that failure was received.